Event description:
Two subject devices were used during an uncertain procedure. After unk error message displayed, the devices stopped working. Investigation result of sales company of olympus group found that the ptfe pad of the devices was separated. There was no pt injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. This will be supplemented if device eval becomes available. Please cross reference the following reports: 8010047-2014-00645.